Manufacturer narrative:
Section a2: age (years): ages are 39.6 ± 12.7 (group 1, 13 eyes), ages are 39.6 ± 12.7 (group 2, 18 eyes), section a3: sex/gender: (male: female): 2:5 (group 1), 9:6 (group 2), section a4 & a5: unknown, not provided. Section b3: date of event: exact dates not provided, article acceptance date is 04 february 2025, section d4: catalog number: unknown, as the lot number was not provided. Section d4: lot number: unknown, information not provided. Section d4: expiration date: unknown, as the lot number was not provided. Section d4: UDI number: unknown, as the lot number was not provided. Section d6a: implant date: unknown, information not provided. Section d6b: explant date: unknown, information not provided. Section h3: the device was not returned for analysis. The lot number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number was not provided. Section h6: health effect ¿ clinical code: 1845 for severe fibrin reaction all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: literature title: phacoemulsification combined glaucoma surgeries in the treatment of nanophthalmos patients with secondary angle closure glaucoma. A retrospective study was done to evaluate the efficacy and safety of phacoemulsification combined with glaucoma surgeries based on new criteria of axial length (al) in nanophthalmos patients with secondary angle closure glaucoma (nsacg). A total of 22 patients (n=31 eyes) with nsacg were divided into two groups based on axial length. Group 1 (al: 17¿20 mm, n= 13 eyes) underwent phacoemulsification with intraocular lens implantation, viscogonioplasty, and anterior pars plana vitrectomy (pvp), combined with trabeculectomy (trab) or endoscopic photocoagulation (ecp). Group 2 (al < 17 mm, n=18 eyes) underwent pvp combined with trabeculectomy and sclerectomy (pvpts). In group 1, viscogonioplasty (vgp) was performed using healon® gv (abbott medical optics, haryana, india). Complications included: intraocular pressure (iop) spike (n=3), severe fibrin reaction (n=3), corneal edema (n=4). A copy of the article is provided with this report. Citation: dapeng mou, jin wang, ye zhang, yue wang, xin tang, ningli wang, phacoemulsification combined glaucoma surgeries in the treatment of nanophthalmos patients with secondary angle closure glaucoma, (2025), graefe's archive for clinical and experimental ophthalmology; 263 & volume: 1667-1674.